Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was also reported that the patient had bacteremia of unknown origin. The patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.